Event description:
The customer stated that he received some high results with his contour meter. His initial call did not meet the criteria to be reported. No adverse event were alleged. The customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 71mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.